Event description:
Initially, the iliac artery was treated using a balloon. Then the jetstream g2 catheter was used to treat a 30cm in-stent restenotic lesion in the sfa. The physician then post dilated in the sfa with a balloon. A distal emboli was appreciated below the knee. An export catheter was used to successfully remove the emboli. The physician was not certain whether it was the jetstream g2 catheter or the balloon that caused the distal emboli. Pt is fine.

Manufacturer narrative:
The jetstream g2 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation. In-stent restenosis pts are listed as a special pt population in the IFU and are not included in the indications for use.